Event description:
It was reported that the patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to unspecified problem. No further information was received.